Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the drawer required a magnet replacement. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer number four on the main station had issues recognizing its open/closed status due to a missing magnet in the latch assembly. This magnet was essential for the drawer sensor to detect its state accurately. A field service engineer inspected the drawer, identified the missing magnet, and replaced the latch assembly with a modern version. After reassembly, the drawer was tested and operated without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.